Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on june 30, 2015. The actual sample was not returned for eval; therefore, the complaint could not be confirmed. A review of the device history record revealed no anomalies. A retention sample from the same product code/lot combination was obtained for investigation. Microscopic inspection of the retention sample did not identify any definitive defects in the weld area. The unit was then gradually pressurized in a water bath to roughly 1000mmhg and held for 30 seconds, during which the sample did not leak. The test was repeated with the sample attached to a bpm head, and again, the sample did not leak. This unit was sufficiently cured and sealed to pass through a 100% leak test in-process. A definitive root cause could not be determined, but it is likely that unit was exposed to excessive shipping and handling. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass, the shunt sensor leaked. The leak was found approximately 30 minutes after the initiation of cpb. The patient was hcv(+). Blood loss of lcc. Product was not changed out. Surgery was completed successfully.